Event description:
This spontaneous case from (B)(6) was received on 18- oct-2017 from the patient. This case concerns a female patient (age: not reported) who initiated treatment with synvisc one and after few days experienced an allergic reaction. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication: not provided). On the same day, she experienced an allergic reaction including pain and swelling in her right knee and had received an injection of synvisc one in her right knee. Patient indicated that she had severe pain in her right knee such that she went to her the hospital and was admitted. She reported having 42ccs of fluid removed. But the md indicates that there was no infection. The patient was told by the md that it was an allergic reaction. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 24-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This spontaneous case from (B)(6) was received on 18-oct-2017 from the patient. This case concerns a female patient (age: not reported) who initiated treatment with synvisc one and after few days experienced an allergic reaction no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication: not provided). On the same day, she experienced an allergic reaction including pain and swelling in her right knee and had received an injection of synvisc one in her right knee. Patient indicated that she had severe pain in her right knee such that she went to her the hospital and was admitted. She reported having 42 ccs of fluid removed. But the md indicates that there was no infection. The patient was told by the md that it was an allergic reaction. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and the result of the same was pending.